Manufacturer narrative:
The insulin pump had a button error alarm and no act button response due to corroded keypad traces. Unable to perform the rewind and basic occlusion, occlusion, prime, the excessive no delivery, and the displacement test due to no act button response. The device had a cracked reservoir tube window through the reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 365 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.